Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and the entrapment of device (clip becoming caught in anatomy) appears to be related to user technique/procedural conditions. The reported foreign body in patient and unchanged mr appear to be related to the procedural circumstances of the clip becoming caught in the anatomy. Mitral valve insufficiency/regurgitation is listed in the mitraclip instructions for use (IFU) as a known possible complication associated with mitraclip procedures. The unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is being filed to report the clip became caught on the chordae and was deployed in an unintended location. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. Visualization was difficult during the procedure. The clip delivery system (cds) was advanced below the mitral valve. An attempt was made to invert the clip to pull it back when it became caught in the chords. Troubleshooting was unsuccessful therefore attempts were made to grasp the leaflets. The clip was deployed where it was stuck however it was noted the clip was only attached to the anterior leaflet. The procedure was aborted with the mr remaining at 4. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.